Event description:
It was reported that the patient's implanted device turned and was pulling on the wire. It was noted that it was not known how this happened. There was reportedly no falls or trauma. The patient reportedly inquired if he should "flip it back." It later was reported that the patient's leads had migrated. It was further reported that in 2006 and impedance test showed that they needed to be replaced and on (B)(6) 2009, the patient had his entire system removed and replaced. It was noted by the patient that his "leads were higher than anyone else in the united states" which is why it took so long to locate a doctor to do the replacement. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-28, lot # j0101842v, implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type lead; product ID 3888-28, lot # j0101842v, implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type lead; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type extension; product ID 7495-66, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type extension. (B)(4).